Event description:
Event=ventricular tachycardia-syncopal event; facial laceration; appropriate delivery of shock from implanted defibrillator. Subject was sitting in a chair, watching a race on t.v. With neighbors at time of event. Subject had had 3 alcoholic beverages prior event. Subject had no symptoms prior to event. Was told subject fell out of chair onto floor hitting head. Subject had a loss consciousness lasting approx 60 seconds. Subject was unaware if aicd had shocked and was taken to emergency dept for treatment of facial laceration occurring with fall. The aicd had been evaluated per dft testing in 2001 and was functioning properly. The aicd was functioning properly. The aicd was interrogated in the emergency dept and demonstrated a run of ventricular tachycardia occurring at 2230 at a rate of 224 beats per minute. The aicd delivered an appropriate shock of 31j, terminating the run of ventricular tachycardia. The syncopal event was felt to be resultant to the run of ventricular tachycardia event. The facial laceration was felt to be resultant to syncopal event. Cannot be certain if syncopal event occurred at time of run of ventricular tachycardia (vt) or at the time of shock from aicd. This event is reported per guidelines of reporting for study subjects participating in the madit ii clinical trial and is almost identical to medwatch on this same study subject reporting same syncopal event associated with ventricular tachycardia and facial laceration, with the facial laceration being the reported event. Also reported to the coordinating center for the madit ii trial and the research subject protection programs/irb.